Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient was near a magnet and her implantable pulse generator turned off. The patient was able to turn their device back on and regain therapy. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference mfg #3004209178201008063.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.